Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported both the arterial and cardioplegia roller pumps stopped unexpectedly. The user restarted both pumps which remedied the issue. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.